Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained that the lancet was protruding from the end cap of the coaguchek softclix lancet device. The customer stated that when he pressed the "plunger" the lancet protruded out of the tip but when he pressed the "yellow button" it worked in reverse. There was no allegation of an adverse event. The customer was not stuck by the protruding lancet. The customer attempted to use the device two more times. The device did not puncture his finger one time but did lance his finger properly the other time. The customer stated that the device worked intermittently. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The investigation could not confirm the customer¿s complaint. The lancing device was tested and correctly retracted, ejected and produced a puncture hole. The lancing device showed no abnormal attributes. The investigation did not identify a product problem. The cause of the event could not be determined.